Event description:
Hill-rom received a report from the account stating brakes would not hold. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found power cord to IV pump in brake pedal would not allow pedal to go all the way down. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventive maintenance on their beds. The technician moved the power cord to resolve the issue. Based on this info, no further action is required.